Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found the batteries need to be replaced. Replaced the batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system made audible popping noise and then displayed an overload fault. Rebooting cleared the issue. There was no report of patient injury.